Manufacturer narrative:
Update to h6: investigation conclusions code is d1002.

Manufacturer narrative:
Article citation: title: covered stent treatment for arterial complications after pancreatic surgery: risk assessment for recurrence and peri-stent implantation management author: yingjie chen, et al. Https://doi.org/10.1007/s00330-022-09134-2 european radiology (2023) 33:1779¿1791 published online: 23 september 2022. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2 and a3: patient demographics: provided mean age was 63 years old and gender of article is 67.3% male. Patient information will reflect 63-year-old male. A4: patient weight is not available. D4: device information is not available. D10: concomitant medical products: 7-10f sheath (terumo), a guiding catheter (mach1, boston), a 0.014 in. Micro guidewire (pt2, boston) and a microcatheter (stc18, boston scientific), a 0.018 in. Guidewire (v-18, boston). H3: refer to h6 code b22 and b20. H6: code b13 (communication/interviews) - the author has been contacted multiple times to provide additional information regarding the reported adverse events. Code b22 (insufficient information available) - a review of the manufacturing records for the devices could not be conducted because the serial/lot numbers remain unknown. Code b20 (device not accessible for testing) - the devices remain implanted and were, therefore, not available for analysis. No clinical images enabling direct assessment of product performance of the viabahn® devices were returned for evaluation. Code d15 (cause not established) - the available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Additional information obtained from the field indicated the artery related adverse events (araes) were attributed to patient condition, and there were no direct allegations concerning product performance of the viabahn® devices. It was also indicated anti-coagulant treatment could not be administered immediately, and the reported thrombosis/occlusion events were not related to deficiencies in stent performance. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature ¿covered stent treatment for arterial complications after pancreatic surgery: risk assessment for recurrence and peri-stent implantation management¿ published in european radiology (2023) 33:1779¿1791. Data on 55 patients implanted with covered stents (viabahn® device) due to arterial complications after pancreatectomy between january 2017 and december 2021 were analyzed. The offending arteries were superior mesenteric artery and branches, gastroduodenal artery stump, spleen artery stump, etc. The length of the covered stent was 25 mm or 50 mm with a diameter between 5 and 8 mm. Stent thrombosis was found in one patient at 1-month follow-up, and in two patients at 3-month follow-up. Author stated that because of the arterial bleeding, the anticoagulant treatment couldn't be performed immediately. He considered that these thrombosis events were not particularly related to stents. No items were available to directly evaluate product performance relative to the reported device failure mode.